Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the upper and lower cases were contaminated, the battery drawer was contaminated, both battery latches were contaminated, both bail covers were contaminated, the ring cover was contaminated and one battery release spring was bent.

Event description:
It was reported that the external pulse generator was "suddenly out of action". It was further noted that no "low battery" indicator light lit and that there was a new battery in the unit. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.